Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on 05/11/2016 to claim low audio output on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.